Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets were clogged during the priming process. The following information was provided by the initial reporter: "we have a quality issue with some pump sets not priming".

Manufacturer narrative:
The following fields were updated due to possible lot numbers d4: medical device lot #: 22075497. D4: medical device expiration date: 13jul2025. H4: device manufacture date: 13jul2022. D4: medical device lot #: 22075522. D4: medical device expiration date: 12jul2025. H4: device manufacture date: 12jul2022. D4: medical device lot #: 22075371. D4: medical device expiration date: 13jul2025. H4: device manufacture date: 13jul2022. D4: medical device lot #: 22075532. D4: medical device expiration date: 14jul2025. H4: device manufacture date:14jul2022. D4: medical device lot #: 22075459. D4: medical device expiration date: 09jul2025. H4: device manufacture date: 09jul2022. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-nov-2022. Investigation summary: one sample (model #2420-0007) and one syringe were returned by the customer. It was reported by customer that they "have a quality issue with some pump sets not priming". The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attempted to the primed with saline. However, flow barely made it passed the drip chamber. The set was further examined to more specifically pinpoint the location of the occlusion in the set. Both smartsites were attempted to be flushed using the returned syringe. The smartsites were successfully flushed with no occlusions found after the smartsites. The set was cut above the proximal smartsite. Flow from the drip chamber was still blocked. The set was then cut above the back check valve, and fluid began to flow normally. The inside of the back check valve was examined under magnification. Some sort of material was observed inside the back check valve most likely causing an occlusion in the set. Probes were used to see if anything like excess solvent could be pulled from the sample. The probes managed to ¿pop¿ whatever material is inside the back check valve. Quality notifications were sent to the manufacturer of the set and the supplier of the back check valve. Photos of the inside of the back check valve were sent to the manufacturer, however, the root cause of the issue could not initially be confirmed. The back check valve was sent to the supplier for further investigation. The back check valve was visually inspected on suspicion of an excess of solvent inside the tubing connected to the ports. The back check valve was disassembled, and an excess of solvent was observed at the bottom of the port of the housing. After the supplier investigation, according to the manufacturer, the potential root cause for occlusion in the back check valve is related to an excess of solvent in the assembly due to failure to follow the instructions for applying the solvent dispenser and correct use of the fixture. A lot number is unknown, however, several possible lot numbers were identified to be: 22075497, 22075522, 22075371, 22075532, 22075459. A device history record review for model 2420-0007 and possible lot number 22075497 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 22075522 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 22075371 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 22075532 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 22075459 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets were clogged during the priming process. The following information was provided by the initial reporter: "we have a quality issue with some pump sets not priming"